Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving lioresal (baclofen) (3000mcg/ml at reduced to 150mcg today) via an implantable pump for unknown indications for use. It was reported that the patient experienced reduced therapeutic effect and surgery was performed. It was noted that during the surgical case the catheter was flushed with saline via the catheter access port and a leak was found at the pump end. The catheter was revised with a new pump segment.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot# 0209923316, implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: 0209923316, ubd: 17-jun-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the model 8731sc with lot number 0209923316 revealed an area of compression on the catheter body. Analysis of the model 8731sc with lot number 0222471541 revealed damage to the sutureless connector (sc) which is consistent with explant damage. Analysis of the model 8731sc with lot number 0222471541 also identified a tear in the inside sealing surface of the sutureless connector (sc), near the guide ring which did not affect the functionality of the catheter. Analysis of the pump revealed no anomaly. H6: the result code c07 and conclusion code d12 pertain to the model 8731sc catheter with lot number 0209923316. The results code c19 and conclusion code d14 pertain to the model 8731sc catheter with lot number 0222471541. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient¿s medical history included multiple sclerosis. The model 8731sc catheter (lot # 0209923316) was partially explanted on (B)(6)2022. A model 8731sc catheter with lot # 0222471541 was implanted on (B)(6)2022; only the full pump section 66 cm was used on (B)(6)2022 for the revision (the spinal segment was never implanted). Following the catheter revision on (B)(6)2022 there was no change in symptoms or therapeutic effects. The date of event was 2022-nov-08. Regarding factors that may have led or contributed to the issue, it was noted that they were questioning if the catheter issues were not resolved with the previous revision performed on 2022-nov-08. They were increasing the intrathecal baclofen slowly from 150 mcg to 700 mcg over the last / one week. The medical team made the decision to change the full device system on (B)(6)2022. The pump and both model 8731sc catheter components (lot # 0209923316 and lot # 0222471541) were explanted and replaced with new on (B)(6)2022. The new pump contained lioresal with concentration 2000 mcg. Analysis for the revised model 8731sc catheter and pump were requested. The issue was resolved as of (B)(6)2022. The patient was without injury regarding their status on (B)(6)2022. The patient¿s age at the time of the event was 54 years and 3 months. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# 0209923316 implanted: (B)(6)2015 explanted: (B)(6)2022 product type catheter 8731sc lot# 0222471541 implanted: (B)(6)2022 explanted: (B)(6)2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, lot #: 0209923316, ubd: 17-jun-2017, UDI#: (B)(4); product ID: 8731sc, lot #: 0222471541, ubd: 20-may-2023, UDI#:(B)(4) h6: the device code a24 pertains to the model 8731sc catheter with lot number 0222471541 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.